Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient¿s legal counsel reported patient underwent a right hip revision procedure 10 years post-implantation due to unspecified complications. During the procedure, the resurfacing head was removed and a femoral stem, head and dual mobility bearing were implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicated the patient was revised due to pain. The revision operative report indicated a pre-operative radiograph revealed evidence of a cyst under the resurface head. During the procedure, the resurface head was removed, the cyst was excised, and a femoral stem, modular head and dual mobility bearing were implanted.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. No device or photos were received; therefore the visual inspection was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The recap head and the magnum cup are functionally compatable. Review of the complaint history determined that no further action is required. Primary operative notes identified that the patient underwent a right total hip arthroplasty and percutaneous adductor release , during the surgery excess osteophytes were removed with the rongeur. There was good tight fit without any instabilities. The hip was stable at 90 degrees of flexion and in maximal flexion with 85 degrees of internal and external rotation , there were no signs of instability. There was no violation of the femoral neck. Revision operative notes identified that the patient underwent a revision due to pain , during the surgery the surgeon saw no evidence of any metal debride. There was no gross loosening of the components. The socket did not appear to be loose. This was inserted on top of an arcom xl dual mobility bearing . The construct was reduced and found to be very stable and leg lengths appeared to be equalized. A definite root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.